Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported a couple of weeks ago they had an incident where the battery inside of them was sparking like giving them a shock every couple of seconds. Patient stated it went all around the implant site. Patient commented it was wacko and they needed it turned off. Patient confirmed they spoke to hcp office and have an upcoming appointment scheduled and have requested a representative present at that appointment. Agent redirected to hcp to further address.